Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist (tss) reviewed the system records and identified that the application, maintenance, and data synchronization had experienced issues until the device was restarted. The tss confirmed that the device was functioning correctly and communicating properly after the restart, monitored the system for stability, and observed no further issues before proceeding with case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es (B)(6) device was not communicating. The system was re-imaged the previous day; however, the communication failure persists. However, there were no delays or adverse events or injuries reported based on this event.